Event description:
Boston scientific received information that that ths right ventricular (rv) lead exhibited high pacing thresholds due to lead dislodgement. The patient underwent a surgical procedure where this lead was surgically abandoned. A new lead was placed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.